Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii). The information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device cannot calibrate 11.4ml number cannot be calibrated to 12ml. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. The report of the pump module failed calibration test was confirmed and replicated during device testing. The device was fully evaluated, and the issue is being attributed to the top-left and middle-left bezel boss insert being lifted. The internal inspection of the bezel assembly found that the middle and top left bezel boss inserts were pushed upwards. The bezel assembly date code was noted as june 2019 (not recall affected). All inspected parts were manufactured by bd. Log review was performed with the limited information contained in the pump module event log. The pump module event log does not contain keypress information, volume infused, and drug parameters. A review of the pump module error logs showed no records associated to the reported incident. The pump module was powered on attached on 28 april 2025 at 01:52:09 pm and was assigned channel b. No infusions were programmed on the reported day of the issue. The pump module was programmed to infuse a primary infusion at rate of 100 ml/hr. The test results measured the actual rate at 94.14 ml/hr (-5.86% error). The specification for this test is ± 5% error, per srd-9580 of the alaris system v12.1.2 prd (dir: 10000385855); indicating the device was out of specification. Rate accuracy task was performed on the suspect pump module. As a result of the test, it was indicated that the pump module was under infusing, obtaining an error of (B)(4). During the internal inspection it was found the bezel assembly needed to be replaced due two of the bezel boss inserts on the bezel assembly were lifted. The bezel was temporary replaced with a known good bezel from the dchu facility for testing purposes only. As a result, the suspect passed the rate accuracy testing and calibration with a new measured error of (B)(4). The suspect pump module after the calibration process was programmed to perform a one-hour system level rate accuracy test at a rate of 100 ml/hr in accordance with the timed rate accuracy product analysis procedure. The test results measured the actual rate at 99.82 ml/hr (-0.18% error). Indicating the device is within specification after bezel replacement and rate calibration. Per bd alaris system user manual (v9.33), do not use a device that appears to be damaged. Send the device to biomedical engineering for repair. Perform device inspections to prevent a damaged device from being returned to patient use. Use of a damaged device can result in patient harm. The device cases should only be opened by qualified personnel using proper grounding techniques. This device was reported to have no patient involvement. Note to repair center: please replace the mechanism assembly and bezel assembly as it was removed during the investigation. Mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the customer. This may be charged to dchu. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not be picking up the cost of the incidental repairs. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that during asm rate accuracy, device could not be calibrated to 12ml since the vpmr value was out of range. There was no patient involvement.

Event description:
It was reported that during asm rate accuracy, device could not be calibrated to 12ml since the vpmr value was out of range. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. The report of the pump module failed calibration test was confirmed and replicated during device testing. The device was fully evaluated, and the issue is being attributed to the top-left and middle-left bezel boss insert being lifted. The internal inspection of the bezel assembly found that the middle and top left bezel boss inserts were pushed upwards. The bezel assembly date code was noted as june 2019 (not recall affected). All inspected parts were manufactured by bd. Log review was performed with the limited information contained in the pump module event log. The pump module event log does not contain keypress information, volume infused, and drug parameters. A review of the pump module error logs showed no records associated to the reported incident. The pump module was powered on attached on 28 april 2025 at 01:52:09 pm and was assigned channel b. No infusions were programmed on the reported day of the issue. The pump module was programmed to infuse a primary infusion at rate of 100 ml/hr. The test results measured the actual rate at 94.14 ml/hr (-5.86% error). The specification for this test is ± 5% error, per srd-9580 of the alaris system v12.1.2 prd (dir: 10000385855); indicating the device was out of specification. Rate accuracy task was performed on the suspect pump module. As a result of the test, it was indicated that the pump module was under infusing, obtaining an error of -7.75%. During the internal inspection it was found the bezel assembly needed to be replaced due two of the bezel boss inserts on the bezel assembly were lifted. The bezel was temporary replaced with a known good bezel from the dchu facility for testing purposes only. As a result, the suspect passed the rate accuracy testing and calibration with a new measured error of (B)(4). The suspect pump module after the calibration process was programmed to perform a one-hour system level rate accuracy test at a rate of 100 ml/hr in accordance with the timed rate accuracy product analysis procedure. The test results measured the actual rate at 99.82 ml/hr (-0.18% error). Indicating the device is within specification after bezel replacement and rate calibration. Per bd alaris system user manual (v9.33), do not use a device that appears to be damaged. Send the device to biomedical engineering for repair. Perform device inspections to prevent a damaged device from being returned to patient use. Use of a damaged device can result in patient harm. The device cases should only be opened by qualified personnel using proper grounding techniques. This device was reported to have no patient involvement. Note to repair center: please replace the mechanism assembly and bezel assembly as it was removed during the investigation. Mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the customer. This may be charged to dchu. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not be picking up the cost of the incidental repairs. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.